Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing the catheter from the package and after the dispenser coil had been flushed, the device broke at the outer shaft. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for eval yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.